Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the incision site of the implantable pulse generator (ipg) in the left chest area causing fluid to leak out of the incision site. The patient underwent a revision procedure where the ipg and extensions were explanted. The patient was doing well post-operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7109740. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119724.